Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm occurred. Additionally, it was reported that the control-iq algorithm decreased basal delivery in response to the continuous glucose monitor (cgm) sensor reading; however, the cgm sensor reading was inaccurate. Reportedly, the cgm blood glucose (bg) reading was 40 mg/dl, and the meter bg reading was 272 mg/dl. Customer administered a manual insulin injection to address elevated blood glucose. Reportedly, customer continued using pump for insulin therapy.